Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 700mg/dl. It was stated that the customer was experiencing high glucose level for the past five days. Customer's most recent glucose reading was 397mg/dl. It was stated that the customer was treated with the insulin pump and manual injections. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime and self test and the device passed the tests. It was stated that the customer changes the infusion set every three days. No further information was provided.